Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had a damaged ventricular port. The epg was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) had a broken output connector assembly. It was also indicated that the case was broken, five case screws were contaminated, and the display wires were pinched and wire was exposed. The epg was repaired and returned to use. If information is provided in the future, a supplemental report will be issued.